Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level was 501 mg/dl at time of incident and current blood glucose level was 179 mg/dl. The customer blood glucose was over 400 mg/dl. The customer was treated with syringe. The customer stated that he they had problem with sensor. The customer was advised to disconnect at quick set. The insulin pump will not be returned for analysis.